Event description:
Unomedical reference number(B)(4). Event occurred in australia on 29 may 2024, it was reported by the patient that infusion set was fell off within 1 days of use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 5.